Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had trouble with the right ventricular lead from the day it was implanted. Some time after the implant, the patient was transported via ambulance to the hospital with complaints of stabbing/shocking pain and couldn't breathe. An x-ray showed a small pleural effusion. The patient was discharged and the shocking pains continued. After seeing the physician, the patient understood that the lead was loose. The lead was unable to capture. A revision was attempted, but the lead could not be repositioned and could not be removed. The lead was capped and replaced. The patient states that since that surgery they have continued to feel pain and pressure. No further patient complications have been reported as a result of this event.